Manufacturer narrative:
B3/d10: the event occurred on unspecified dates in may 2025, reported as "three days in a row." E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the tubing of three (3) homechoice cassettes. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual devices were not returned for evaluation; however, twelve (12) retained samples were evaluated. A visual inspection of twelve (12) retention samples did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.